Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician commented that the stent material felt softer. Abbott clinical analysis of angiographic images concluded that the images are consistent with the incident description. The shaft is not visible in the images; thus it is unclear as to whether the shaft is prolapsed or kinked at the junction of the left main artery and left circumflex ostium. No additional information was provided. The customer reported the device was discarded. The lot number was provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient who had prior left anterior descending artery (lad), diagonal and right coronary (rca) stenting, failed coronary artery bypass graft (CABG), and (B)(6), presented with unstable angina. The patient was found to have severe disease in the ostium and proximal segment of the moderately tortuous, eccentric circumflex artery (de novo lesion). The circumflex had an acute takeoff (90-100 degrees) with patulous distal left main/proximal lad. Sequential balloon angioplasty was performed in the ostium/proximal circumflex with 1.5 and 2.5mm balloons. A 2.5x12 rx xience xpedition stent system was advanced but was very difficult to enter the circumflex artery. During attempts to advance the stent system, there appeared to be a significant bend of the monorail at the proximal stent edge of the delivery system. Eventually the stent system was able to be advanced and the stent was deployed in the proximal circumflex. A second 3.5x23 rx xpedition stent system was advanced but could not enter the circumflex and again appeared to buckle (bend). There was difficulty removing the stent system. A 2.5x8 xience xpedition stent system was used and again was difficult to advance into the circumflex despite further dilation. The stent was ultimately deployed at the ostium and post-dilated with a 3.0x8 nc balloon with a good result. The patient did well with no clinical sequelae. There was no clinically significant delay in the procedure due to the device issues. All three stent systems tended to bend. Some forward pressure was applied during use of the stent systems.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. However, a cine was received and reviewed by an abbott vascular clinical specialist. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.